Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft (vnmc3434c182te) was implanted during the endovascular treatment of a pau. It was reported follow-up CT imaging conducted approx. 2 years post index procedure, revealed aortic enlargement. No endoleak, stent ring enlargement, stent ring migration, or stent fracture was observed at that time, and no intervention was planned or performed in response to the finding. Subsequent imaging was preformed approx. 3 years later identified a type ib endoleak and aortic enlargement. No evidence of stent ring enlargement, migration, or fracture was noted. An intervention was performed 13 days later. No additional clinical sequalae were provided and the patient will be monitored.